Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the insertable cardiac monitor exhibited under-sensing. No intervention was performed. There were no patient's consequences reported.